Manufacturer narrative:
Manufacturer ref# (B)(4) the purpose of this MDR submission is to document the findings of the device investigation. The embolic coil was found prematurely detached, which meets the applicable regulatory reporting criteria. Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section d2b ¿ procode: krd/hcg. The device was returned to j&j medtech for further evaluation. A non-sterile deltafill10 2mm x 8cm was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and it was noted that the core wire had multiple kinked conditions. Under magnification, the distal outer sheath was found not been softened indicating that the resistance heating coil had not been heated and the detachment process was not initiated. The issue documented a coil that the coil could not be inserted into the microcatheter was confirmed based on the appearance of the returned device. The premature detachment of the coil indicates that use of excessive force had been applied to the device in an attempt to overcome the difficulties experienced. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated in the lab setting. The instructions for use (IFU) provide proper handling instructions for the device to prevent such issues from occurring. A manufacturing record evaluation was performed for the finished device 2232554s number, and no internal actions related to the malfunction were identified. As part of j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Therefore, no internal action is required. It should be noted that multiple factors could cause product failure. The instructions for use (IFU) contain the following precautions: if unusual friction is noticed during advancement or retraction of the microcoil system through the introducer, open the rhv main valve, and partially withdraw the distal end of the introducer to expose its tip within the rhv. Tighten the rhv main valve and flush the y-connector of the rhv with sterile saline and verify that fluid exits the slit in the clear portion of the introducer. If unusual friction is still noticed during advancement or retraction of the microcoil system, verify flush lines are open and properly pressurized. Then slowly withdraw the entire microcoil system and examine for damage. Replace it with a new microcoil system. If friction still exists, withdraw and examine the delivery catheter system. If repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an endovascular embolization, two deltafill10 2mm x 8cm coils (product codes: dlf100208, lot numbers 2232554s and 2232541s) and a deltaxsft10 2mm x 4cm coil (product code: dlx100204, lot number: 2022553s) could not be inserted into the echelon10, medtronic microcatheter (mc). Additional event information indicated that another delatafill and deltaxsft coils were successfully used with the microcatheter. There was no need to remove or replace the microcatheter during the procedure. The target vessel was the middle cerebral artery (mca), and specific anatomical characteristics¿including calcification, tortuosity, and vessel diameter¿were not available. Throughout the intervention, there were no observations of physical damage to the devices, and no obstructions within the microcatheter were noted. A continuous flush was maintained for the duration of the procedure. Based on the product analysis of the returned device, the embolic stent was prematurly detached.